Event description:
It was reported to co that the tech injured her back while attempting to put the qc bar phantom on the detector. The injury was reported as a muscle pull resulting in the tech taking two weeks off from work (note: the tech was pregnant). No treatment or medication was reported. Although the phantom did not malfunction, the staff considers it awkward and heavy to use. Co discussed using the new, lighter bar phantom with the head tech.